Event description:
It was reported that cgm displayed error 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset steps, and after reset pump no longer displayed cgm error code, with no further issues reported.